Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4) . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the missing barbs noted during visual inspection or during use on patient? The reported issue was suture breakage during use. What tissue was being approximated or sutured when it broke? On the subcutis. The following information was requested, but unavailable: was the fixation tab intact when the suture was placed in the patient? Did the barbs fail to engage in the tissue? What was used to complete the procedure? Lot number? Procedure date? No further information will be provided. Note: events reported in 2210968-2021-05577. (B)(4).

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and a barbed suture was used. During the procedure, the suture broke while use on the subcutis. There were no adverse consequences to the patient. No additional information was provided.